Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. It was confirmed by olympus that the customer's complaint (cancelled procedure) was related to the damaged device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the damaged device could not be identified. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus, but it is expected to be returned for evaluation of the reported issue. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the customer received the loaner ultrasound gastrovideoscope damaged. This was found during preparation for use, but the procedure had to be cancelled. There was no report of patient harm.